Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery (rca). After performing rotablation, a 2.25 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was advanced again with the use of a guidezilla guide extension catheter but still failed to cross the lesion due to severe resistance. After multiple attempts were made, the device was removed from the patient and the distal edge of the stent struts was found to have been lifted. A scoring balloon catheter was then used to pre-dilate the lesion and another 2.25 x 38 synergy¿ drug-eluting stent was deployed to complete the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Ae or product problem corrected from product problem to reported issue is both an adverse event and product problem. Type of reportable event corrected from malfunction to serious injury. Device evaluated by MFR: the stent delivery system (sds) was not returned for analysis therefore an individual assessment of the catheter could not be performed. A visual examination of the crimped stent found the stent detached from the stent delivery catheter. Stent struts were severely stretched and entangled on 2 guidewires. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the stent was dislodged inside the patient. The dislodged stent was removed by the guidewire.